Event description:
Caller reported damage to tandem charging cable, resulting in non-functional charging supplies. There was no adverse impact to the customer¿s blood glucose level. Cts arranged to replace the damaged charging supplies via 2-day shipping.